Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement and noted loss of capture and high pacing threshold. A lead revision was performed. To date, this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.